Event description:
The user received questionable results for four patient samples. All results are in mg/dl. Patient sample 1 initial cholesterol generation 2 (cholesterol) result was 4 and the repeat result was 206. Patient sample 2 initial glucose hk generation 3 (glucose) result was 0 and the repeat result was 87. Patient sample 3 initial cholesterol result was 4 and the repeat result was 250. Patient sample 4 initial glucose result was 0 and the repeat result was 101. The patients were not affected as the erroneous results were not reported outside the laboratory. The cholesterol reagent lot number was 62963701 and the glucose reagent lot number was 63035301. The field service representative determined there were frequent "abnormal probe sucking" alarms and the internal probe rinse water pressure was low. He stated the sample probe most likely aspirated a fibrin clot and was not aspirating sufficient sample when the erroneous results were generated. He adjusted the gear pump pressure and performed five cycles of sample probe wash. To verify the analyzer operation, he ran successful calibration, quality control and precision testing. He found no problems with the photometer check and determined the system was operating within specifications.